Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.